Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed in angiography/interventional radiology on a (B)(6) female pt. The physician was using a boston scientific thruway .018 wire was well as a boston scientific v-18 .18 wire. During the second pass through the fistula in the pt's forearm, the catheter broke but the basket did not completely split apart. See MDR# 2242445-2011-00194 for the second kit opened. Add'l info received on (B)(4) 2011 states the basket wires detached, however, the basket did not separate from the catheter.